Manufacturer narrative:
Additional information found in section b5 - describe event or problem. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an increase in false reactive alinity I syphilis results generated on the alinity I processing module after switching from roche to the alinity platform. Donors that have never tested positive for syphilis are now being flagged as positive. The samples have been confirmed as negative by western blot and nat. Update: new information added to the ticket on 23dec2024. The customer provided the following results from (B)(6) 2024: hiv 4 false positive samples (no specific patient values provided), hcv 5 false positive samples (no specific patient values provided), syphilis 2 false positive samples (no specific patient values provided). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module, list number 03r65-01, and manufacturing site irving to alinity I syphilis tp reagent, list 07p60-32; alinity I hiv ag/ab combo reagent, list 08p07-32; and alinity I anti-hcv reagent, list 08p06-33. The us list numbers (08p07-21 / -31) (07p60-21 / 31) and (8p05) are diagnostic assays, not intended for use in screening blood, plasma, or tissue donors, therefore, the event does not meet reporting criteria in the us. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer observed an increase in false reactive alinity I syphilis results generated on the alinity I processing module after switching from roche to the alinity platform. Donors that have never tested positive for syphilis are now being flagged as positive. The samples have been confirmed as negative by western blot and nat. Update: new information added to the ticket on (B)(6) 2024. The customer provided the following results from (B)(6) 2024: hiv 4 false positive samples (no specific patient values provided), hcv 5 false positive samples (no specific patient values provided), syphilis 2 false positive samples (no specific patient values provided). No impact to patient management was reported.

Event description:
The customer observed an increase in false reactive alinity I syphilis results generated on the alinity I processing module after switching from roche to the alinity platform. Donors that have never tested positive for syphilis are now being flagged as positive. The samples have been confirmed as negative by western blot and nat. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.